Manufacturer narrative:
(B)(4)

Event description:
The patient was implanted with 2 leads (from the same lot) as part of his drg system. It was reported the patient ((B)(6)) was unable to feel stimulation. Diagnostics indicated low impedance readings, but reprogramming was initially able to resolve the issue. However, surgical intervention was later undertaken and both leads were explanted and replaced. Postoperatively, the patient was experiencing effective therapy.